Manufacturer narrative:
Per user guide: do not deliver a bolus until you have reviewed the calculated bolus amount on the pump display. If you dose an insulin amount that is too high or too low, this could cause very high or very low blood glucose. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer's blood glucose (bg) was 436 mg/dl. A bolus was delivered to address bg; however, bg elevated (536 mg/dl). Customer was vomiting and skin turned grey. Contact called 911 and customer was brought to the emergency room (ER). Customer was treated with intravenous saline solution. Customer spent the night in the ER and the next day left in good condition. Bg was 226 mg/dl. Contact reported elevated bg may have been due to the customer miscalculating the bolus. Customer was new to the pump and was still using long acting insulin.